Manufacturer narrative:
The distributor reported that the AED will not power on. The maintenance schedule is not reported. On 30 may 2024 a new battery pack was installed, the service code warnings were cleared with a manual self-test and the 'no pads' warning continued. Although requested, the AED has not been returned and the cause of the complaint is not known. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The distributor reported that the AED will not power on. The customer did not report that this event occurred during patient use.